Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their front tooth continues to jut out and overlap. Their gums are receding and painful. Provided information on gum recession, advised to hold in current aligner and provided fit tips for gum discomfort. Requested photo for gum recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.